Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2019, this patient underwent right total knee replacement surgery and was implanted with a recalled truliant ps polyethylene tibial insert. On (B)(6) 2023, approximately 4 years after their initial replacement, they underwent right knee revision surgery due to accelerated and preventable wear of the truliant ps polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, as stated in the operative notes. The extent and root cause of the prosthesis wear cannot be determined as the device was not returned for evaluation, and images, radiographs, and operative notes were not provided.